Manufacturer narrative:
Calibration and quality controls were acceptable. After cleaning the analyzer, the issue did not re-occur. Based on the information provided, a general reagent issue could be excluded. The investigation could not identify a product problem. The issue is consistent with an improper cleaning of the analyzer by the operator.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit was (B)(6). The field service engineer cleaned the analyzer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t hs value of 143 ng/l and was questioned by the physician. The sample was then repeated, resulting in a troponin t hs value of 36.9 ng/l.